Event description:
The patient had a spinal cord stimulator implanted in mid-2006. The patient reported that it felt like the stimulator was constantly shocking her. The patient was taken to the or six and a half months later and the stimulator was removed.